Event description:
Customer reported under infusion of iron sucrose. Iron sucrose was infusing with 265ml to run over 2 hours. After 2 hours there was a residual of 50ml and actual run time was reported as 2 hours 20 minutes. No patient harm. Product return is not expected.

Manufacturer narrative:
Patient information requested and all available information is included.